Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) stated that their remote communicator displayed a red call doctor icon. Technical services (ts) was contacted and confirmed the communicator had difficulty connecting. Ts referred the patient to clinic to request a new dongle and follow-up regarding the red call doctor icon. This crt-d remains in-service. No adverse patient effects were reported. Latitude remote monitoring displayed a message stating the communicator was not connecting. Latitude did not otherwise display any recent events or alerts that would indicate a red call doctor alert.